Event description:
Information received indicates that the pump delivers dose much faster than it should be. Rate: 72 ml/hr. Dose: 432 ml.

Manufacturer narrative:
Product was not returned. Complaint could not be confirmed. This MDR is being submitted as part of a retrospective review for reportability.